Manufacturer narrative:
(B) (4). The jostent graftmaster device (part#12744-12/lot#531029) indicated was filed under medwatch MFR number 2024168-2010-00058. In this case, there was no reported product deficiency. The reported patient effect is a known adverse event as listed in the product risk assessment and instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during a lad stenting procedure, the physician implanted a xience v stent, intentionally jailing the 1st diag. Post stenting, additional stenosis was noted at the proximal end of the 1st diag which was treated via pta using a 2.5 x 15 rx voyager. During inflation of the balloon, a dissection occurred within the 1st diag. The physician attempted to insert the jostent graftmaster device into a 6f sheath (the IFU reads that a 7f sheath should be used). The device would not insert and the physician discarded the device. The device was never deployed / implanted. The physician re-inserted the rx voyager and inflated the balloon at low atm and the dissection resolved successfully without further intervention. There were no patient complications. No additional event or patient information is available.